Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator removed due to a (B)(6) infection. The infection was noted to be "under control". Additional information was requested.